Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that the ventilator presents error code e05: dump driver fail. No patient involvement or injury was reported.

Manufacturer narrative:
Sechrist distributor reported that the customer has not observed any more error messages and the unit is working fine and in use. Distributor has advised customer to return the unit for service. Records indicate that device is due for an overhaul. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.